Event description:
Diagnosis was atrioventricular nodal reentrant tachycardia (avnrt). After mapping was performed using an octaray catheter, cooling ablation was performed with freezor xtra of medtronic while recording the electrical signals of his using a webster catheter. As it became uninducible, the upper side was ablated as a bonus, and av elongated and blocked twice. Description of health hazard was an atrioventricular block. Progress was unknown. The physician's opinions on the relationship between the event and the product was that it was no causal relationship. In the physician's opinion, the delay in noticing the block due to cooling around his was the cause of the issue. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".